Manufacturer narrative:
510k: this report is for an unknown nail head elements: tfna helical blade /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture: potential need for medical/surgical intervention and compromise of the healing process. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the patient was originally implanted with a 9.5 mm trochanteric femoral nail-advanced (tfna) and when the patient came back for follow-up, the helical blade was displaced laterally as shown on the x-ray image. The surgeon was worried that the displaced helical blade would compromise the healing process of the fracture. To date, the surgeon did not plan to address the issue. Concomitant devices reported: unknown locking screw (part # unknown, lot # unknown, quantity # unknown) unknown tfna nail (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Occupation: reporter is a synthes employee. Initial reporter - phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation type: picture investigation the device was not returned for investigation; only x-rays were provided. The provided initial x-ray shows an implanted nail and helical blade. No defects were observed in the initial x-ray. The provided follow-up x-ray shows migration of the helical blade. Specifically, the helical blade has migrated laterally with respect to the end of the nail. Thus, the complaint condition is confirmed and consistent with the reported condition. No other defects were observed from the provided images. The tfna nail and helical blade construct have two locking options: rotational and static locking. When statically locked, the blade is not able to rotate or translate within the nail. When rotationally locked, the blade is not able to rotate but has a limited range of translation to allow for controlled collapse and compression of the fracture. [Reference: tfna proximal femoral nailing system surgical technique] it could not be definitively determined without the devices or additional images if the blade has exceeded the allowable range of translation for rotational locking. Additionally, the surgical technique and desired locking is unknown. Thus, a root cause could not be established. Based on the reported part description, the device (tfna helical blade) is likely from the 04.038.2xx-3xx part family. Thus, the titanium tfna helical blade drawing was reviewed. During the investigation, no product design issues or discrepancies were observed. As the device was not received, a physical inspection could not be completed and as the lot number was not provided, a device history record (DHR) review could not be performed. The tfna design and clinical risk management (dcrm) document was reviewed and found to adequately address the complaint condition. Conclusion: a device inspection via the provide x-rays was performed as part of this investigation. The complaint condition is confirmed. No definitive root cause was able to be determined as circumstances surrounding the event are unknown and the device was not returned for physical inspection. From the provided information, there is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.